Event description:
It was reported by the affiliate that during a lavh that the hand switch did not work (used with a gen04, hp054) and a foot switch was used to complete the case. There was no adverse consequence to the pt. Device will not be returned.

Manufacturer narrative:
Info was not provided by the initial contact. Info is unavailable: device was not returned for evaluation.